Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz a std 50mm, pn 11-301300, ln 82390; biomet modular cocr type I taper, pn unknown, ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05473, 0001825034-2018-05475.

Event description:
It was reported patient experienced right hip aspiration 3 months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.